Event description:
Hosp reported dr was performing a laparoscopic sigmoid "cholesctomey" procedure, when allegedly jaw broke off into pt. Also, a staple (not karl storz material) misfired around the same time. Due to this combination of events, dr chose to convert to open procedure. Dr retrieved broken jaw of insert and completed procedure with no impact on pt.